Event description:
A malfunction alarm with code malf 9 was reported without any notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact technical support if the issue reappears.